Event description:
Maquet foreign country has been notified that plastic parts from the plastic bracket of the handle for manipulation fell down on the instrument table. The plastic bracket is cracked. No injuries have been reported by the customer.